Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure within the large intestine on (B)(6), 2010. According to the complainant, during the procedure, the cautery plug detached from the handle of the snare. The complainant was able to use another rotatable oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Additional information received from the complainant revealed that the physician was able to re-attach the cautery pin to the device.

Manufacturer narrative:
The returned device was visually evaluated and found to have the cautery pin attached to the device. Furthermore, the device could extend/retract as intended, and all measurements of the cautery pin and attachment site were within specification. No signs of damage or wear/tear were noted on the snare. Although the returned device did not present with a detached cautery pin, further follow-up with the complainant revealed that the physician was able to re-attach the cautery pin to the device, therefore confirming the complaint. A most probable root cause could not be identified. There is a corrective action open to investigate similar issues with cautery plug detachment. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.